Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. Physical and photographs were received for evaluation and analyzed. The probable cause of the fraying stems from the tension device (brake) is being adjusted too tightly causing gauze to fray. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the vistec sponges were found to be frayed. The issue was discovered before the procedure. There was no delay in the procedure and no patient harm.